Manufacturer narrative:
Implant date: (B)(6) 2014.

Event description:
It was reported that following the implant of the patient's elevate anterior, the patient experienced post-op pain. "The patient could not weight-bear and had pain walking. Doctor was unsure if it was due to patient positioning, history of arthritic spine or elevate dart in sacrospinous ligament". It was also indicated by the physician, that during the implant procedure, "there were several attempts to place dart into ligament so this could have caused the pain". It was indicated that a procedure occurred to remove the self-fixating tip that was inserted into the sacrospinous ligament. "Patient's symptoms were alleviated and is doing much better". No further patient complications were reported in relation with this event.